Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected. (B)(4).

Event description:
It was reported that, " when removing power source from pump the power receptacle came out exposing wires from inside the pump."